Event description:
Boston scientific received information that interrogation of this system revealed the lead safety switch (lss) had been triggered due to an out of range pacing impedance measurement from this right ventricular (rv) lead. A boston scientific representative performed lead testing which produced a measurement of 450 ohms in bipolar and unipolar configurations. Noise was noted during isometrics. The device was programmed to aair and a future lead revision may be performed. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and a revision procedure has not been performed. No other adverse events have been reported. This product issue will be updated if additional information is received.